Event description:
The customer reported that the intercom was not operational from gantry to the operator. There is no reported harm to a patient or an operator as a result of this issue. Philips serviced determined that the intercom failing to operate was the result of a detached audio cable on the gantry connector for the cone microphones from the patient to the operator.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow up MDR at the completion of the investigation. (B)(4).